Event description:
It was reported that the patient was shocked due to t-wave oversensing. The device was reprogrammed once already for t-wave oversensing. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No issues were identified by analyzing the performance data.

Event description:
It was reported that the patient was shocked due to t-wave oversensing. The device was reprogrammed once already for t-wave oversensing. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.